Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), post deployment of a 26mm sapien 3 valve in an 80:20 aortic/ventricular position as intended, the patient became hemodynamically unstable. Percutaneous cardiopulmonary support (pcps) was initiated and an additional 26 mm sapien 3 valve was deployed within the initial valve a little higher than the initial valve. Post valve implant, ventricular fibrillation occurred and a left coronary artery obstruction was detected. The procedure was converted to open-heart surgery and coronary bypass grafting was performed. It was difficult to evaluate the status of the aortic regurgitation because of the patient¿s hemodynamic collapse and decreased cardiac output after post dilation. Based on discussion post procedure, the operator speculated that leaflet(s) of the implanted valve might have been stuck in an open position. The left coronary ostium height was 6.0mm. The annular area measured 480.0mm2. The sinotubular junction diameter was 24.0mm. Balloon aortic valvuloplasty (bav) was performed prior to valve implant.

Manufacturer narrative:
An engineering evaluation was performed. The device is not available for evaluation as it remains implanted in the patient. No photograph/video/imagery of used device was provided with the complaint. DHR review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. The complaints were unable to be confirmed, therefore a lot history review is not required. Review of the complaint occurrence rates did not exceed the (B)(6)2020 control limits for applicable trend categories. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for instructions/guidance for preparation and use of the devices: thv deployment: perform thv deployment, unlock the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp =50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during deployment, ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during thv deployment. Factors that may affect the thv deployment characteristics: narrow, calcified stj: thv movement ventricular and/or reduced foreshortening of the thv. Incomplete thv expansion: reduced foreshortening of the thv. Note: the delivery system requires a prescribed volume for thv deployment and proper function. Post deployment thv assessment: assess the thv post deployment using fluoroscopy. Withdraw the delivery system from the thv before assessing. Perform an aortogram with wire still in the lv to assess: thv position and complete expansion, patency of coronary arteries, functional assessment of thv (ar, pvl, etc.), annular and aortic integrity. Note: stiff wire tends to exacerbate central ar. Typically final deployed thv position will be around 70/30 to 80/20 (aortic/ventricular) when using optimal initial thv positioning where the center markers is within the optimal initial center marker zone. Anatomy (stj, calcification, coronaries, etc.), % area sizing, thv size and foreshortening / inflation volume should also be considered when initially positioning the thv. Long axis: check for severity of ar. Check thv position relative to coronary arteries. Short axis: check central vs. Paravalvular regurgitation. Other evaluations to consider: malposition and ar. Assessing aortic regurgitation: good diastolic pressures post-implant may indicate adequate thv function echocardiography is the gold standard for assessing prosthetic thv function. Severity of aortic regurgitation must be assessed incorporating multiple criteria (both quantitative and qualitative). Management: differential diagnosis. Wide pulse pressure (with lower diastolic pressure than baseline) may indicate severe ar. Tee should be used for assessing prosthetic valve function and aortic regurgitation (central or paravalvular). Central ar: secondary to wire. Frozen thv leaflet/native leaflet overhang. Management: depends on etiology. Stabilization of hemodynamics priority. Management can include post-dilatation or surgery. Assessing aortic regurgitation: central: determine etiology. Leaflet mobility: manipulation of the leaflet with a diagnostic catheter. Leaflet coaptation mismatch: consider converting to open heart surgery. Mechanical support (iabp) not effective with severe ar. No IFU/training deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints were unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and transcatheter heart valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ¿leaflet ¿motion restricted ¿ in patient¿ and ¿valve ¿ regurgitation ¿ central leak¿ including malposition of the valve, impingement of a leaflet due to the calcification, over inflation of the deployment balloon, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. However, due to insufficient information, a definitive root cause was unable to be determined at this time. The complaints for ¿leaflet ¿motion restricted ¿ in patient¿ and ¿valve ¿ regurgitation ¿ central leak¿ were unable to be confirmed. No manufacturing non-conformances that would have contributed to the reported events were identified. A definitive root cause was unable to be determined. No labeling/IFU deficiencies were identified, and the occurrence rate did not exceed the may 2020 control limit for applicable trend category. Therefore, no corrective or preventative action, nor pra is required at this time.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the first implanted valve. Please reference related manufacturer report 2015691-2020-12178. Clinical course after procedure was reported through the japanese tavi registry. After CABG, disseminated intravascular coagulation (dic) developed within the day of procedure. Due to decreased platelet and prolonged pt-inr, thrombomodulin was administrated on postoperative day (pod) 2. As increased bleeding was observed from chest drain, re-thoracotomy was performed for hemostasis on pod 3. The patient started to have fever from pod 5 and was diagnosed as pneumonia with blood inflow clots and inflow confirmed with bronchoscopy. Administration of antibiotic was continued. On pod 7, re-bleeding from chest drain was observed. No further intervention was performed per do not attempt resuscitation order. Bleeding persisted, and the patient was expired due to hemorrhagic shock on pod 9.

Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the leaflets being stuck in an open position and resulting central aortic regurgitation could not be confirmed. However, patient factors and/or the mechanisms described above are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.